Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient left the clamp closed on the patient line during prime which resulted in air in the tubing without an alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient who experienced air in the tubing without an alarm. It was reported that there was air in the patient line during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was discovered that the clamp was closed on the patient line during priming. The technical services representative reviewed proper procedures with the patient and assisted the patient in ending therapy. The patient would complete therapy by starting over with all new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.